Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality > 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality > 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the cer, the device was used in an off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, prior sternotomy, severe mitral annular calcification, severe aortic calcification) may have contributed to the native mitral valve annular rupture and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), post deployment of a 29mm sapien 3 valve in the native mitral position, an effusion from the atrioventricular (a-v) groove. The injury could not be repaired, and the patient expired during the procedure. A 29mm sapien 3 valve was implanted in the native mitral position via an open atrium approach through a right mini thoracotomy with femoral venous-arterial pump bypass support. Under general anesthesia and tee guidance, the patient was placed on bypass and surgical access of the left atrium was obtained. The anterior leaflet of the native mitral valve was resected. Sutures and pledges were placed in the native annulus and a partially crimped 29mm sapien 3 valve was prepped on a certitude delivery system and advanced through left atrial access into the mitral annulus. The valve was deployed nominally and successfully sutured in place under direct visual access. Once closure commenced and the heart was refilled, it was apparent that the pressure was reduced, and an effusion was noted on tee. The physician attempted to locate the source of the effusion from within the right mini thoracotomy but was unable to determine source. The decision was made to convert to a re-do sternotomy, at which time an effusion was located near the a-v groove and tapped. However, there was copious active bleeding from within the pericardium at the a-v groove. It was determined to be impossible to surgically repair. The patient passed away on the table. Per medical opinion, the cause of death was from what appeared to be a native mitral annular rupture. No further information is available.